Manufacturer narrative:
(B)(6). Complaint conclusion: during repositioning, when the coil was retracted, the microcatheter moved away from the aneurysm. During this event the coil had an unintended detachment from the device positioning unit (dpu) during retraction. The evidence suggests that the coil was anchored, which caused the unintended detachment when it was pulled back for retrieval. The circumstances of how and where the coil became anchored could not be determined. In addition, without the return of the sl-10 microcatheter and the coil used in the procedure, it cannot be determined if these components contributed to the complaint event. There was no evidence of a manufacturing issue related to the event; therefore, no corrective actions were taken.

Event description:
One loop of the deltaplush coil was difficult to position, and was removed from the aneurysm. When the coil was pulled back, the sl-10 microcatheter slid off from the aneurysm and the coil came out into the vessel. As the coil was being pulled back, it detached without intention and was left in the vessel. The detached coil was entangled with the previously implanted non-codman coil and part of that coil was also pulled out of the aneurysm. The deltaplush was safely retrieved by a snare catheter. The coil was detached at the detachment zone though it was not connected to a connection cable. The coil detached without any strength. The retrieved coil was not unraveled when checked outside the body. The coil was not available for investigation. The actual coil was not returned for analysis.